Event description:
It was reported that the right ventricular (rv) lead threshold had "dramatically" increased. It was also noted that r-wave sensing decreased from 9.6 mv to 6.4 mv. The device was reprogrammed to 5 volts, but the patient was feeling muscle stimulation at 4.25 volts. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.